Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery cap snapped last week. The customer also went through two batteries; the device then alarmed failed battery test. The patient's blood glucose at the time of incident was 188 mg/dl. Troubleshooting was initiated for the failed battery test alarm. However, the insulin pump came back on without alarming failed battery test and the customer did not want to complete troubleshooting. No products were returned or replaced.